Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 6mm insulin syringe experienced foreign matter on the device cannula. The following information was provided by the initial reporter: foreign substance was found on the needle.

Event description:
It was reported that the bd ultra-fine¿ 6mm insulin syringe experienced foreign matter on the device cannula. The following information was provided by the initial reporter: foreign substance was found on the needle.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer returned (1) 1cc, 6mm, 31g syringe in an open blister pack from lot # 0055627. Customer states that a foreign substance was found on the needle. The photos were examined and exhibited a piece of material on the cannula. The returned syringe was examined and no foreign matter was observed on the cannula or in the shield of the returned syringe. Since no foreign matter was returned with the sample, the identity of the material on the cannula shaft in the photos cannot be determined. A review of the device history record was completed for batch# 0055627. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the material on the cannula cannot be identified. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ 6mm insulin syringe experienced foreign matter on the device cannula. The following information was provided by the initial reporter: foreign substance was found on the needle.